Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, rising to high thresholds, low impedance, undersensing and low p-wave values. An x-ray confirmed the lead had dislodged, and a lead revision procedure was performed to remove and replace the lead. No patient complications have been reported as a result of this event.